Event description:
Upon removal of the mayfield clamp, a one inch scalp laceration was noticed at the back of the pt's head. The laceration was reparied by the surgical resident using staples. Inspection of the clamp found the index knob (used to lock the rocker arm) was very loose and too easy to turn. Although it was still possible to lock the rocker arm, the loose knob makes it possible to accidentally release the rocker arm. The rocker arm could then pivot freely, possibly causing or contributing to pin slippage and resulting in scalp laceration.